Event description:
A caller reported a malfunction on the pump, identified with malfunction code 12, which was resettable. There was no adverse impact on the customer's blood glucose level. Tandem technical support assisted customer with resetting the pump and customer continued to use pump for insulin therapy.